Event description:
It was reported that the customer was concerned with the series of beeps she received from her insulin pump after running a self test on the device. The customer stated that she woke up that morning with a high blood glucose level of 203 mg/dl, which she treated with manual injections of insulin. The customer was advised that there were several reasons for high blood glucose readings, and agreed to perform troubleshooting on her insulin pump. Troubleshooting showed that the pump was working properly. The customer was advised to consult her doctor regarding the settings. No equipment is being returned. No additional information to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.